Event description:
The customer reported that he had activated a pod and it "didn't feel right; it hurt the entire time he was wearing it". He noted that the cannula had inserted, but that it was also kinked; despite the kink, no pod alarm was initiated. In addition, insulin was seen leaking from the bottom of the pod. His bg levels peaked in the 280mg/dl range while this pod was worn. The device will not be returned for eval.

Manufacturer narrative:
The product was not returned to the MFR for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was seen in the cannula. There was, however, no report of an occlusion alarm. The pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The omnipod user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.